Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the led display segment was dim for seven large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported that the led display segment was dim for seven large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 7 out of 7 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 7 out of 7 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Review of the sn (B)(6) service history record showed the device had a manufacture date of 05-jun-2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 17-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display board assembly was received for investigation.